Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was found to be in backup vvi mode. High voltage therapies were not active at the time of backup mode. No intervention was performed, and the patient's status was unknown.